Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was explanted due to a lead malfunction.

Manufacturer narrative:
A partial lead with the distal tip measuring 49.8 cm was returned for analysis. External abrasion breaching the outer insulation exposing the outer coil was noted at 4.3-5.1 cm and 15.7-15.8 cm from the distal tip consistent with friction to another device or feature of the heart.